Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing was not functioning. It was determined that this was caused by corrosion. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from italy that the quick coupling device had an unspecified malfunction. During in-house engineering evaluation, it was discovered that the bearing was not functioning from corrosion. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the device was returned on (B)(4) 2014. Upon further investigation it was found that this date is incorrect and the correct return date is (B)(4) 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.